Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 400mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with blank display due to corrosion on electronics. Insulin pump was unable to verify button error alarm and perform displacement, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.